Event description:
It was reported during surgery that while the surgeon was inserting a 30mm mini acutrak 3 screw with the t8 cannulated hexalobe stick fit driver, the driver tip broke inside the head of the screw. Metal shards were stuck in the head of the screw that was implanted in the patient. The metal shards and broken driver tip pieces were removed. The surgery was completed with a t8 cannulated driver stem after a 35-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00019 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.